Event description:
It was reported that during a gastric sleeve procedure, the rep was not present for this case however the rep was told the battery in the device ran out of juice on the first firing and the reverse knife switch was used to remove the device. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.